Event description:
My wife suffered a massive heart attack on (B)(6) 2021. When she was taken to the hospital I was informed that her insulin pump was not working. On (B)(6) 2021 her family and I were informed that she was brain dead. At that time I decided (being her husband) to remove her from life support. Within a few minutes she passed. FDA safety report ID # (B)(4).